Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The complaint of the clamp was dislocated at the base of the scissor (below the orange line) could not be confirmed; the instrument was a needle driver, not a monopolar curved scissors (mcs). The instrument did not have a dislocated grip. Engineering found a broken cable. The one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si cystectomy procedure the instrument clamp was dislocated at the base of the scissor (below the orange line). No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.